Event description:
Covidien received information stating that due to an 840 ventilator loss of communication, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. (B)(4).